Event description:
A report was received that the patient was experiencing discomfort as the ipg had shifted medially and would rub along the spine. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.